Event description:
MFR received a report of a pt placing his hand underneath the seat area of the chair as the chair was being returned to the upright position and caught his finger in the frame mechanism of the recliner. This incident resulted in the tip of his finger being severed. No malfunction has been reported.